Event description:
The impedance test showed a short. X-rays showed possible lead damage. The lead was replaced and resulted in normal impedances. There was damage to the lead for unknown reasons. There was no patient death and the patient recovered without sequela.

Manufacturer narrative:
(B) (4).